Event description:
It was reported that during the surgical procedure the patient sustained an incision burn, resulting in injury. The handpiece was set aside and was not used again. Through follow-up, we learned, that there have been issues with the final closure of the incision due to the burn, requiring the patient to have 2 sutures, a therapeutic contact lens, and eye occlusion. For 3 days, there has been a positive seidel test with corneal edema in the area, and significant residual astigmatism. The account indicated that is awaiting the patient's progress to evaluate any residual effects. No further information was provided. Note: a separate report will be submitted for the handpiece.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d4 - model #: a complete model # is unknown, as product serial number was not provided. Section d4 - catalogue#: a complete catalogue # is unknown, as product serial number was not provided. Section d4 - serial#: unknown/ not provided. Section d4 - expiration date: unknown as product serial number was not provided. Section d4 - UDI #: unknown as product serial number was not provided. Section d6a - implant date: not applicable, the phaco handpiece tip is not an implantable device. Section d6b - explant date: not applicable, the phaco handpiece tip is not an implantable device. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation and serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.